Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient was sitting on the couch watching tv when they began to feel symptoms of diabetic ketoacidosis (dka) such as abdominal pain, illness, vomiting and almost passing out. The patient's father checked the cgm and it was 123 mg/dl and when he checked a manual fingerstick, the bg was 521 mg/dl. The father removed the sensor and gave the patient insulin. At the time of the report, the patient's condition was improving. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.